Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed on the device. Technical support was contacted and provided programming to resolve the event which will be implemented at the next follow-up in clinic. The patient was stable.

Event description:
Additional information received indicated the device was successfully reprogrammed.